Event description:
It was reported that removal difficulty and shaft break occurred. The target lesion was located in the non-tortuous and non-calcified common iliac vein. A 14-6/5.8/75 xxl vascular balloon catheter was advanced for dilatation and was inflated once in a previously implanted area. Upon removal of the device, it became stuck and was caught on the stent struts. The device then broke off. The entire portion of the balloon was completely removed from the opposite groin through a large sheath. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: a xxl device was returned for analysis. A visual examination identified a complete circumferential tear was identified located approximately 35mm proximal of the distal tip. A section of the balloon was detached. The remainder section of the balloon was attached to the shaft. A visual examination identified that the shaft was detached 18mm distal from the distal end of the hub. A visual and tactile examination identified multiple shaft kinks and was also accordioned. A visual examination identified no issues with the tip of the device that could have contributed to the complaint incident. This concludes the product analysis.

Event description:
It was reported that removal difficulty and shaft break occurred. The target lesion was located in the non-tortuous and non-calcified common iliac vein. A 14-6/5.8/75 xxl vascular balloon catheter was advanced for dilatation and was inflated once in a previously implanted area. Upon removal of the device, it became stuck and was caught on the stent struts. The device then broke off. The entire portion of the balloon was completely removed from the opposite groin through a large sheath. The procedure was completed with a different device. No patient complications were reported.